Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings. The cannula was found bent. It could not be confirmed if the customer received the sensor in said condition due to the product being returned opened and used.

Event description:
Customer reported the insulin pump alarmed calibration error and a message to change the sensor. Customer's blood glucose was 413 mg/dl and sensor was reading 173 mg/dl. Customer was advised how to properly calibrate. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.